Manufacturer narrative:
The initial MDR 2432235-2019-00376 was filed on 23-oct-2019. Additional information (15-nov-2019): the customer service engineer stated that replacing the reagent probe 1, solved the issue. Siemens investigated the issue and determined the potential cause of the discordant, falsely high test results for alphafetoprotein (afp) was the presence of fibrin in the sample and it can cause an elevation in the relative light units (rlu) which could also be a potential explanation for the initial high results. The event problem and evaluation codes were updated. Mdrs 2432235-2019-00374_s1, 2432235-2019-00375_s1 and 2432235-2019-00377_s1 were filed for the same event.

Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high test result for alpha-fetoprotein (afp) was obtained from an atellica im 1600 instrument. A siemens customer service engineer (cse) replaced the sample air pump and plunger and probe 1. Siemens is investigating the issue. Mdrs 2432235-2019-00374, 2432235-2019-00375 and 2432235-2019-00377 were filed for the same event.

Event description:
A discordant, falsely high test result for alpha-fetoprotein (afp) was obtained from an atellica im 1600 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument and the repeat test result was reported as the correct result. A new patient sample was obtained for repeat testing on an alternate atellica im 1600 instrument. It is unknown if the test result from the second sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high test result for alpha-fetoprotein (afp).